Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing pain relief and was difficult to charge. It was noted that the patient had difficulty charging the ipg due to weight fluctuation. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well post-operatively and the explanted ipg was discarded by the medical facility.